Event description:
A remstar plus c flex device was returned to a third-party service center for service as apart of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam inside the blower kit and blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e7 err_software, e53 err_comp_log_sem_timeout, and e61 err_pll_unclocked. The device was scrapped by the service center after the evaluation was completed.